Manufacturer narrative:
Zoll med corp has received the product and will be providing a follow up report when our investigation is completed.

Event description:
Complainant alleged that the device was unable to switch modes. Complainant indicated that there was no pt involvement in the reported malfunction.